Event description:
The user facility reported an 89-year-old female undergoing surgery was implanted with an impella cp device for mechanical circulatory support. During surgery for impella implantation, the pump was pulled back into the aorta and the md was unable to get it into the left ventricle. The patient had already been separated from the bypass so the decision was made by the medical team to leave impella in the aorta and remove it in the morning.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Per the clinical information provided, the root cause of the positioning issue was most likely use related.